Manufacturer narrative:
G3 in previous medwatch was inadvertently left blank instead of 4/26/2021.

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the bra roll and flanks on (B)(6) 2020 using the cooladvantage coolcurve and presented with paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
A treatment provider reported a patient treated with coolsculpting on (B)(6)2020 to the posterior bra roll and upper flanks using the cooladvantage coolcurve plus has presented with paradoxical adipose hyperplasia (pah).